Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter, and no burn damage to the outer plastic housing of the transmitter. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter were revealed. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing no power.

Event description:
This report is to advise of an event observed during analysis.